Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one sample was received for quality investigation. The customer complaint of damage component - leak could not be verified. The sample received was a new and unused sample still in the packaging. Visual inspection was conducted on the packaging and infusion set. No physical damage was identified. The set was primed and a simulated infusion was conducted. There were no leakage, air-in-line or occlusion failures with the infusion set. A device history record review for model 72213n lot number 20055426 was performed. The search showed that a total of 14,403 units in 1 lot number was built on 05mar2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the customer complaint could not be determined because the reported failure mode could not be replicated. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the sec set 20dp 30in w/hanger ll leaked during use and a small hole was found in the primary line. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "patient report stating that her bed was wet and thought her IV may be leaking. Rn went in to assess and after flushing IV and checking the line, found a small hole at the end of the primary line near where it connected to the patient."